Manufacturer narrative:
Investigation: customer returned photos of 3/10cc syringes. Customer states that when the shield was removed, the needle detached too. The attached photos were examined and exhibited one syringe with the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check due to an unknown lot number for needle hub separates. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure a visual evaluation of the photo found a syringe with no needle assembly attached to it. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any core pin damage on the hub. Root cause for this defect cannot be determined.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe when removing the shield the needle would detach with the shield. There are 5 syringes that have this condition. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: when removed the shield, the needle was detached too.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe when removing the shield the needle would detach with the shield. There are 5 syringes that have this condition. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: when removed the shield, the needle was detached too.